Manufacturer narrative:
Pump charged and monitor for several days. No low battery alert and passed displacement, off no power, idle current and self current test noted. Passed pump the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 110 mg/dl. Customer reported that the device required weekly battery changes. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.